Event description:
The filter alarmed for dialysate weight. We assured tubing was not influencing pressures. Continuous renal replacement therapy (crrt) continued with no problem. Same alarm approximately in 45 minutes. Dialysate and replacement fluid bags replaced. Next alarm shortly after and filter clotted message right after.